Manufacturer narrative:
(B)(4).

Event description:
It was reported that a sensor issue occurred. Data was evaluated and the allegation was not confirmed within the investigation window. The probable cause could not be determined as the allegation was not found. In addition, an early sensor expiration was found in while investigating the reported allegation. The reported event of an unknown sensor issue is reportable based on the finding of an early sensor expiration. No injury or medical intervention was reported.